Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer already reported the hospitalizations. Removed hospitalization harm and treatment code from current svn since this call was not a hospitalization.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. Blood glucose was 500 mg/dl. The customer declined troubleshoot for high blood glucose. Customer also reported that cannula was bent. The insulin pump will not be returned for analysis.